Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in reservoir. The customer's blood glucose level was 196 mg/dl. The size of the air bubbles was 1 cm to 15 cm. The customer performed high pressure test and found no leaks. The device will not be returned for analysis.